Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. The proximal neck was 24 mm in diameter. The left common iliac artery was 15mm in diameter and the right common iliac artery was 16 mm in diameter. The right internal iliac artery measured 20 mm in diameter and the left internal iliac artery measured 18 mm in diameter. It was reported that during the index procedure, the left internal iliac artery was confirmed by dsa, and was marked by the nurse (it was speculated that there was a vessel overlap during the marking). The measurement was mistakenly done, resulting in half of the stent graft covering the internal iliac artery. There was flow to the internal iliac artery however, the flow was not good. The physician is going to monitor the patient. The physician's commented that an additional stent graft cannot be added and the measurement was not correctly done. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).